Event description:
A 16 month old female pt with a history of congenital heart disease had a gastric feeding tube placed on 3/10/97. The MFR's device remained in place with no problem for one year. On 3/17/98 the infant underwent a procedure for traction removal of the gastric feeding tube. During the removal by traction it was reported that the tube broke & the internal retention dome remained in the stomach. The pt was taken to the or for endoscopic removal of the dome. A kidney-ureter-bladder x-ray indicated that the retention dome was in the peritoneum. The pt underwent emergency laparatomy to remove the dome. It is not known how the dome became lodged in the peritoneum & the MFR has had no other reports of this nature. The pt recovered fully from this event with no long term sequela.